Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported the system was explanted on (B)(6) 2009 and infection was resolved.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient no longer had the scs system because it got infected. The patient said the infection started a couple months before the system explant that occurred in 2008. No device issues were reported. No further complications were reported/anticipated.